Event description:
It was reported that balloon rupture occurred. The patient presented with artificial blood vessel occlusion in the left upper extremity. The target lesion was located in the left anterior descending artery. A 7.0 x40, 75cm charger balloon catheter was advanced for pre-dilatation. However, on the second inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was further reported that the target lesion has normal stenosis and was moderately calcified. The balloon was inflated twice at 16 and 18 atmospheres (atm) respectively for a few seconds, however, on the second inflation at 18 atm, the balloon ruptured.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR: a charger device was received for analysis, the following attributes were examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 28mm in length and extended from a position 8mm distal of the proximal markerband to 1mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient presented with artificial blood vessel occlusion in the left upper extremity. The target lesion was located in the left anterior descending artery. A 7.0 x40, 75cm charger balloon catheter was advanced for pre-dilatation. However, on the second inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was further reported that the target lesion has normal stenosis and was moderately calcified. The balloon was inflated twice at 16 and 18 atmospheres (atm) respectively for a few seconds, however, on the second inflation at 18 atm, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The patient presented with artificial blood vessel occlusion in the left upper extremity. The target lesion was located in the left anterior descending artery. A 7.0 x40, 75cm charger balloon catheter was advanced for pre-dilatation. However, on the second inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.